Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
A (B)(6) male pt had a subdural grid for epilepsy monitoring on an unk date. Upon removal of the grid from the pt on (B)(6) 2010, the surgeon noticed that there was blood inside the 4 exit tails. Because this is a sealed system, blood is not expected to pass into the tails. While this did not affect the performance of the product, there was concern regarding a possible increased risk of infection due to this open pathway. The physician confirmed there was no pt injury. The pt did not experience any problems.